Event description:
On 08 oct 2007, the sales representative reported that during a thoracolumbar surgery, while using the open screwdriver modular ti, the surgeon noticed the tip of the driver was flattened out like it was worn. The surgeon used another driver in the kit to finish the case. There was no reported injury to the patient or extension of surgical time.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Evaluation is pending upon the return of the product.